Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-23, serial/lot #: (B)(6), ubd: 06-mar-2025, UDI#: (B)(4) ; product ID: evolutfx-23, serial/lot #: unknown, ubd: 06-mar-2025; product ID: d-evolutfx-2329, serial/lot #: (B)(6), ubd: 17-may-2025, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was being implanted tran scatheter aortic valve (tav)-in-surgical aortic valve (sav). The valve was placed at a depth of 0mm on the non-coronary cusp (ncc) and 3mm on the left coronary cusp (lcc). While withdrawing the nosecone, the delivery catheter system (dcs) was pulled with the nosecone interfering with the inflow side of the valve, causing it to dislodge. No dissection was performed due to the dislodgement. The ascending aorta was about 40mm, and after discussion the team decided to place a second valve and cover the inflow side of the first valve (f538083) with the outflow side of the second valve¿s frame. When delivering the second valve, the team attempted to grasp the paddle of the first valve (f538083) with a snare. The snare was changed from a goose neck 25mm loop snare to an en snare midway through. However, the snaring was unsuccessful and the valve (f538083) was fixed in place by hooking it onto the slight protrusion of the inflow side strut. The arch was steep and it was difficult to deliver the second valve, but this was managed by pushing and pulling the left ventricle wire. At this time, dissection of the brachiocephalic artery may have occurred with the first valve or second valve delivery catheter system (dcs; 0011854952 or 0011784873 respectively). After passing the dcs through, the second valve was d eployed to 80% and the snare was collected. To adjust the position of the first valve (f538083), a pigtail catheter was used on the guidewire (safari xs) and the adjustments were made by pushing on the waist part. An ascending aorta bend was present, and although both valves could not remove the coaxial, the valves were able to maintain a state where they were covered by about 1/3, so a full release was performed. Approximately 2/3 of the outflow side of the second valve fit into the first valve (f538083), and did not move up or down even after removing the safari wire that was pushing the first valve. The pressure range was mean 15mmhg and peak 4mmhg.when the final contrast was about to be performed, the echocardiogram showed a dissection at the beginning of the brachiocephalic artery, and the team decided to perform a thorough examination using computed tomography (CT) imaging instead. CT showed that the dissection was localized, and conservative follow-up was decided. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-23, serial/lot #: (B)(6), ubd: 2025-03-06, UDI# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that clarified that the positional relationship between the first and second valve were not a lined. The minimum access vessel was 6 millimeters¿ (mm). Unspecified treatment for the aortic dissection was performed. The patient¿s steep arches contributed to the dissection. No additional adverse patient effects were reported.